Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the drill bit or tapper cannot be attached to the torque limiter due to the rust.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An internal investigation was conducted at synthes (B)(4). The inspection found that the coupling was damaged during forcible use. No signs of rust could be detected. The instrument shows several marks of a forceps and inadequate use. The file history records show that the device met fully to our specifications at the time of manufacturing. The device was never sent in for servicing and recalibrating which should be done annually, as per the instructions for use. No product or material fault could be detected.